Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a hemorrhage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted at an a2-p2 location, reducing mr to a grade of 1+. It was noted that no resistance was noted during insertion or removal of the steerable guide catheter (sgc). However, after removal of the sgc, bleeding of the femoral venous access occurred. Angiographic control was performed and highlighted arteriovenous fistula at the level of the right superficial femoral artery. However, the physician believes that the fistula was present prior to the mitraclip procedure. Manual compression was performed until a vascular surgeon was able to directly suture the fistula. After the sutures were complete, angiography showed that the bleeding had stopped. The patient is in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported hemorrhage is the result of patient conditions. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.